Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support and continued to use the pump for insulin therapy and also confirmed that insulin pens are available for insulin therapy.